Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station had lost power and half height drawer 6 left disconnected. A field service engineer replaced drawer controller board for 6.2 to resolve this issue. Performed preventative maintenance. The system functioned as intended after field service engineer troubleshooted the device. Section e1: the contact information was kept blank due to no information was provided.

Event description:
It was reported by the customer that a pyxis medstation es system half height drawer 6 failed. Customer stated drawer was disconnected has no medication loaded in it and that they were using other pyxis to find the medication for patients. There were no delay in medication. There were no adverse events or injuries reported based on this event.